Manufacturer narrative:
Device used for treatment not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. A review of the device history record revealed no complaint related anomalies if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during insertion of the cage into the l5/s1 disc space, the cage snapped into two pieces, the first remaining attached to the inserter and the second lodged in the disc space. Approximately 20 minutes were utilized to remove the broken fragment of the cage. A second cage was inserted without further incident. There was a 30 minute surgical delay, the patient was unharmed. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.